Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 352 mg/dl. The mother stated that the reason of the customer's high glucose level was of all the food she ate over the holiday. The mother stated that the customer's hospitalization was not insulin pump related. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.